Event description:
It was reported that the rotapro burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.75mm and rotawire drive for treatment. Shortly after the devices were inserted into the patient, the physician had noted that the burr and guidewire had become stuck on each other. This prevented the burr from being able to rotate. They physician was unable to disconnect the two devices, so they were removed from the patient together as one unit. They were both replaced with similar devices of the same type, and the procedure was completed successfully. No patient complications resulted due to this event.